Event description:
Reportedly, while pt was having his stomach suctioned, the device separated at the seam causing loss of suction. The pt aspirated vomit into his lungs. The pt's lungs were cleared & pt did not sustain any injury.